Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow and ok keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient stated that the pump was having problems priming. The patient noted that the keypad symbols were worn. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and cleaned the pump with paper towels. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok, down arrow and contrast buttons had intermittent response and required multiple presses with increased force to evoke a response. On testing, no scrolling was noted. The up arrow button responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.